Manufacturer narrative:
Based on the results of the investigation, the scope error and image issue was due to heavy corrosion due to a leakage. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the gastrointestinal videoscope exhibited a b30 scope communication error and had no image. There was no patient involvement.